Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event involved a male pt while in the cath lab during insertion. When inserting the intra-aortic balloon (iab) through the teflon sheath via left femoral artery, the user found that it was impossible to insert as it was already inflated. As a result, the iab was not used. A new iab kit was opened. The swg was left in place for the second insertion. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approximate 15 min delay or interruption in therapy with no harm to the pt noted. The pt outcome was the pt is alive. An update received confirmed that the user meant to state that the iab unwrapped prematurely. The iab and sheath were removed successfully. The sheath included in the kit was used.